Event description:
Impella cp was inserted via the right femoral artery in a 54-year-old male patient for acute myocardial infarction complicated by cardiogenic shock. Prior to initiation of support, the patient was reported as society for cardiovascular angiography and interventions (scai) shock stage e and required inotropic support, vasopressor therapy, respiratory support, and systemic anticoagulation. Following impella cp insertion and subsequent device repositioning, pink-tinged urine was observed in the urinary catheter, consistent with reported hematuria. No laboratory testing was performed to evaluate for hemolysis, and no blood products were administered. Resolution of the urine discoloration following repositioning was not reported. At the time of the event, the impella cp was operating at performance level p-8 with flows of approximately 3.6 l/min. The purge solution consisted of 5% dextrose in water and was reported to be functioning as intended. No device alarms, malfunctions, or performance deviations were reported. The patient remained on impella cp support for an additional three days without further reports of hematuria, hemolysis, or other related complications. The device was successfully weaned and explanted, and the patient survived to explant. Based on the available information, the impella cp functioned as intended throughout the event. The reported hematuria occurred following device repositioning; therefore, an association with the device-patient interaction cannot be excluded. However, there is insufficient information to establish hemolysis, and no evidence of a device malfunction was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.